Event description:
The customer reported that the 840 ventilator was inoperable. Device was not being used on a patient when event occured. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the analog interface (ai) printed circuit board (pcb). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).